Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
It was reported by the territory manager (tm), that approximately (B)(6) post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, the patient presented with shortness of breath (sob) on exertion due aortic stenosis and leaflet thickening. The patient's peak/mean gradient measured 31mmhg (it's unclear if the 31mmhg is related to the peak or mean gradient) with a valve area of 0.49cm2. It was indicated the patient will most likely undergo a valve-in-valve (viv) procedure; however, the valve has not yet been treated, and no additional information has been provided.